Event description:
Health care professional reported through clinical study follow up report that 21 days post implant, the pt expired. Diagnosis was post-operative aortic valve stenosis - cerebral vascular embolic infarctions.